Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with a corroded battery tube. No low battery alert or failed battery test was noted. The insulin pump was missing the end cap sticker and was received with a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the battery in the insulin pump was needing to be changed more frequently and that the insulin pump had alarmed for a bad battery during a bolus. The blood glucose reading was 300 mg/dl at the time of the alarm. The customer also reported that the insulin pump would lose power after clearing the bad battery alarm. The battery cap contacts were not missing or damaged but the battery spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.